Event description:
It was reported that during a pulse generator change out procedure, the ventricular lead exhibited insulation abrasion due to contact with the device can. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.